Manufacturer narrative:
This supplemental report is being submitted to provide the investigation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus (B)(4). (B)(4) sent the subject device to an independent laboratory for an additional microbiological testing. The additional testing showed no growth of any microorganisms on the subject device. The root cause that the subject device tested positive for bacteria at the culturing test conducted by the user facility could not be determined.

Manufacturer narrative:
The device referenced in this report has not been returned to omsc for evaluation. The manufacture record of the subject device was reviewed with no irregularity relating to the phenomenon. The exact cause of the event could not be determined at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus was informed that the subject device was tested positive for morganella morganii more than 500 (ufc/scope), when the user facility conducted a routine microbiological test. There was no report of patient infection associated with this report.